Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection and pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was replaced to address the issue. The patient was also administered both antibiotics to address the issue.